Manufacturer narrative:
Pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. Unit had intermittent button response due to corroded keypad traces. No numbers scrolling up noted. Unit had cracked case at display window corner, minor scratched lcd window, cracked battery tube threads, broken belt clip slot at battery tube threads area, broken reservoir tube lip and cracked reservoir tube.

Event description:
Customer called to report that the insulin pump has an unresponsive keypad. Customer stated that the up arrow scrolls without input. Customer's blood glucose reading was 72 mg/dl. No significant events leading to the keypad issues were observed. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.